Event description:
The device was returned to the service center with a report from the customer contact that the device alarms for '11/004/047 malfunction alarm code'. This does not indicate a reportable malfunction. However, during verification testing at the service center, battery leakage was noted in the device battery compartment.

Manufacturer narrative:
Testing and investigation found corrosion due to leakage from the disposable batteries in the battery compartment. The customer contact's reported complaint of '11/004/047 malfunction' alarm code was confirmed. The probable cause was due to a depleted lithium battery. This device has been identified as part of 2 product recalls. This report represents all the info known by the reporter upon query by hospira personnel.